Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they had been experiencing low blood glucose during the night. The customer¿s blood glucose during the incident was 46 mg/dl. They treated with food. The customer¿s current blood glucose was 273 mg/dl. Troubleshooting was performed. There was no malfunction found on the insulin pump. The device will not be returned for analysis.